Event description:
The user experienced issues with erroneous patient results since (B) (6) 2009. Of the data provided, one patient from (B) (6) 2009 was found to be discrepant. The initial glucose result was 1002 mg per dl, repeat result was 99 mg per dl. None of the original results had been reported and none of the patients had been treated based on the erroneous results. The field service representative determined the r2 probe was hitting the back cover. He removed the back cover and adjusted the r2 probe horizontally. To verify analyzer performance, he performed a precision check, calibration and qc.